Event description:
It was reported that customer saw cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and performed pump reset with guidance, after which pump no longer displayed cgm error message, and no further action was reported.